Event description:
Additional information provided by the healthcare professional noted the patient was treated with oral klacid and oral keflex 2 days after symptom onset; the previously reported "antibiotics" prescribed while the patient was admitted to the hospital, were specifically intravenous cephalothin and flagyl. When assessed 2.5 months after onset of symptoms, the patient was "all stable and off antibiotics now."

Manufacturer narrative:
Medwatch sent to FDA on 12/18/2014.

Event description:
Additional information- symptoms have resolved.

Event description:
Additional information* the patient went to an ears, nose and throat surgeon for "some sinus problems" and found that the patient had "major chronic infection in the sinuses " the surgeon believes that was what "predisposed" the patient to the "conjunctivitis and the subsequent reaction" to the filler. The healthcare professional having seen the patient recently noted "no further symptoms."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "facial cellulitis and hardening of the filler" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labelling: precautions for use. As a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Indurations or nodules at the injection area.

Event description:
Healthcare professional reported approximately 6 weeks after injection with 2 syringes of juvederm voluma xc in the mid face, zygomatic arch, and jaw, as well as a concomitant injection of juvederm volbella in the tear troughs, the pt developed "facial cellulitis and hardening of the filler post left bacterial conjunctivitis". The pt was hospitalized and treated with "IV antibiotics". Subsequently, the pt was prescribed "oral antibiotics" for one month; two days after the pt discontinued the oral antibiotics, the "filler flared again". Pt was treated again with a second 1 month course of ciprofloxacin and doxycycline. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00227 (allergan complaint# (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc (B)(4), also a device manufactured by allergan.